Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst noted the helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. The lead was returned with the stylet inside the lead. The stylet was returned kinked.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during the procedure, the helix was unable to be fixed as it would not extend. The lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.